Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that although the customer was able to interact with the pump, the pump touch screen was unresponsive when the customer attempted to input "30" for the amount of carbohydrates. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump features were able to be accessed and the customer was successfully able to input "30" for the amount of carbohydrates. Cts advised for the customer to make sure fingers and the pump screen stays clean; customer acknowledged. Additionally, it was reported that the customer was unable to access the quick bolus feature despite pressing the wake button multiple times. During troubleshooting, cts requested for the customer to use the wake button to lock the screen and illuminate it by using singular quick presses; customer was successfully able to do so. Customer stated quick bolus menu was able to be accessed and confirmed the pump was functioning as expected. The customer's blood glucose level was 160 mg/dl.